Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited a shock impedance measurement of 0 ohms and emitted beeping tones. Boston scientific technical services (ts) was contacted for assistance and discussed that this was likely due to electromagnetic interference. The device was checked and the impedance had returned to normal values. This device remains in service. No adverse patient effects were reported.